Event description:
It was reported that there was an issue with the product bm026r - tc needle holder x-del serr200mm via information received from medwatch 0504540000-2024-8011. According to the complaint description, the needle driver which was used in the fascial closure of the abdomen, was found broken at the tip of the insert during an open ventral hernia repair surgery. The field was searched for this small piece. At the time it was identified, the fascia and above was closed. The patient elected to undergo an exploratory surgery to remove the foreign body. Revision surgery was performed next day. The surgeon explored the lateral upper space of the right side of the abdomen near the neurovascular bundle in the right retrorectus space and identified the metallic fragment on the posterior sheath. A 1.5mm metal fragment was located on the posterior sheath below the mesh in the retrorectus space. The metal fragment corresponded to the missing piece from the broken instrument (needle driver.) The metal fragment was removed. An intra-operative x-ray confirmed no further metallic object seen. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: on the basis of the attached picture, the following analysis was made: it was detected that the tungsten carbide insert was broken. Batch history review: the batch number was not provided. Aesculap ag was able to identify 33 batches that were manufactured from 5/2023 - 05/2024. The device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, a definite root cause cannot be determined. There is no indication for a material-, manufacturing- or design-related failure. Based upon investigation results, a CAPA is not necessary.